Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a trochanteric fixation nailing advanced for a fractured femoral neck. During the procedure, while loading the helical blade onto the helical blade impactor, the connecting screw was difficult to screw in and felt as though it was getting caught on something. The surgeon used a hockey stick to screw it. The surgeon was able to use the instruments; however, it was difficult and there was a 5-minute delay to the procedure. There was no adverse event to the patient. Concomitant devices: helical blade (part/lot number unknown, quantity:1). This report is for one (1) helical blade/screw coupling screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was not received, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Update 11/26/2018: 03.037.024 tfna helical-blade impact - lot t130748 was the received from sjog bunbury hospital. It was also reported that the second item 03.037.026 connecscr f/tfna helic blade+scr is a consumable and would have been thrown out after the procedure.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a trochanteric fixation nailing advanced (tfna) for a fractured femoral neck. During the procedure, while loading the helical blade onto the helical blade impactor, the connecting screw was difficult to screw in. The surgeon used a hockey stick to screw it. The surgeon was able to use the instruments, however, it was difficult and there was a 5-minute delay to the procedure. There no adverse event to the patient. Concomitant devices reported: unknown helical blade (part number: unknown, lot number: unknown, quantity:1) . This report is for one (1) helical blade/screw coupling screw . This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
11/27/2018: updated event description: it was reported that on (B)(6) 2018, the patient underwent a trochanteric fixation nailing advanced for a fractured femoral neck. During the procedure, while loading the helical blade onto the helical blade impactor, the connecting screw was difficult to screw in. The surgeon used a hockey stick to screw it. The surgeon was able to use the instruments, however, it was difficult and there was a 5-minute delay to the procedure. There no adverse event to the patient. Concomitant devices reported: unknown helical blade (part number: unknown, lot number: unknown, quantity:1) . Connecscr f/tfna helic blade+scr: (part: 03.037.026, lot: unknown, quantity 1) . This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated event description provided for reporting. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: date of event, date of report, date rec¿d by MFR: date reported in initial medwatch was 9/10/2018. Correct date should have been 9/11/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.